Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The mother of a customer reported via phone call of being hospitalized for diabetic ketoacidosis and high blood glucose of 467 mg/dl. Troubleshooting found that the bolus settings were fine. The customer was advised to change entire set, reservoir and insulin and treat per doctor's instruction. Customer was also advised that a tubing clamp would be provided to them and to call back to further troubleshoot. Troubleshooting indicated to monitor pump and follow up with doctor regarding high blood glucose. Customer was advised to call back if any further issues with the pump.